Event description:
It was reported that while using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m that there was underfill. The following information was provided by the initial reporter: occasionally, tubes do not fill to the minimum fill level, so the patient must have blood drawn again.

Manufacturer narrative:
There was a 2nd lot reported, below is the information for that lot number: d4. Medical device lot #: 2283674 , d4. Medical device expiration date: unknown, h4. Device manufacture date: unknown. H.6 investigation summary: mat: 364305, lot: 2308786 & unknown. Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. As an additional lot was mentioned without a specific lot number, retention samples could not be tested for the unidentified lot. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.